Event description:
The complainant reported that an implanted impella 5.5 pump developed high purge pressure during patient support. Lysis therapy was initiated and was found to be effective in reobtaining acceptable purge pressure levels. Support continued with the implanted pump following the intervention. There was no patient harm.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation for the reported high purge pressure issue has been completed. The device passed all post-sterile inspection checks. The impella device was not received from the customer nor was clinical information provided sufficient to determine the root cause. Therefore, the root cause of the reported issue could not be determined. This report is being filed as part of a retrospective review of historical records.